Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "bending, fracture, loosening, rubbing, and migration of the devices can occur as a result of excessive activity, trauma or load bearing."

Event description:
During a procedure a resorbable screw fractured. A piece of the screw had to be removed from the patient. The procedure was completed with another screw. There was approximately a 5 minute delay in procedure.